Event description:
In 2009, the lay-user/patient contacted lifescan alleging that a one touch ultra 2 meter read inaccurately erratic. The patient indicated that the alleged issue started the same day, at 7:39 am. At 7:36 am that same morning, the patient reportedly administered self-care by consuming more food/drink(s). The patient reported blood glucose results of "210, 99, and 90 mg/dl" with a lifescan meter, performed within 10-20 minutes apart from each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <= 20 mg/dl. Three to four minutes after the alleged issue began, the patient claimed that she developed symptoms of diarrhea, sweating, and nervousness. The patient denied receiving treatment because of the alleged issue. It would have been helpful to know the following information: the patient's testing frequency, her medication and diabetes management regimens, and what actions the patient took right before and also after the symptoms developed. In addition, it would have been helpful to know if the patient tested her blood glucose when she was symptomatic. The patient was using a correct technique for testing with the reported meter. The patient was obtaining blood samples from her fingers, but was not cleaning the puncture sites correctly. She did not have control solution to perform a quality control test. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.